Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device failed during an unknow procedure, and the procedure was completed.

Event description:
The customer reported to olympus that the evis exera iii video system center unit gave error code b40 (image processor or light source issue). It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with the olympus technical assistance center (tac), the customer was informed that there was no troubleshooting for this type of issue and the device would need to be sent for evaluation and repair. The customer declined initiating a return and indicated that they would call back. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.